Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was removed for having reached an eri (elective replacement indicator) battery status in 39.5 months. The physician was dissatisfied with the longevity of the ICD.